Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient was inappropriately delivered anti-tachycardia pacing by their implantable cardioverter defibrillator (ICD) due to incorrect interpretation of supraventricular tachycardia. No intervention was performed. The patient had no adverse consequences due to the event.